Event description:
During a lap cholecystectomy procedure, the clip applier was not working. Clips not forming properly. No pt consequences. Case completed with another device of the same product code. Device discarded.